Event description:
It was reported that the head of the trocar is broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the trocar has shown that the wire has broken off directly under the handle. The cause can be inconclusive to determine on the basis of the present damage. We can only assume that the damage has occurred due to a temporary overloading. No product defects could be detected.